Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the plunger clamp in the problem area had a stuck eject pin. The plunger clamp was replaced. The instrument was tested without further problem and returned to service.